Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was reloading a cartridge incorrectly; upon receiving advice from technical support, the customer successfully loaded a cartridge on the pump. No further action was required.